Manufacturer narrative:
Evaluation summary: the two spectra cylinders were visually inspected and functionally tested. They performed within specifications. Both cylinders had holes in the outer layer that were the result of a sharp instrument that exposed inner segments which may have occurred during removal.

Event description:
It was reported that a spectra penile prosthesis was removed for unspecified reasons. No patient complications were reported in relation to this event.